Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that on (B)(6) after over 5.5 years of support, the patient was found unconscious. Reportedly, the pump motor had stopped while the system controller was connected to fully charged batteries. The system controller reportedly alarmed and the pump restarted. A decision was made by the healthcare professionals not to exchange the device. The patient was discharged home in stable condition under palliative care. No additional information was provided.

Manufacturer narrative:
The reported pump stop was not confirmed as no log files were submitted for evaluation. A full evaluation of the device could not be conducted as the device remains in use; therefore, the root cause of the reported event could not be conclusively determined. The patient remains ongoing on vad support and no further related events have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.